Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received confirming that the one fracture lead was explanted and replaced on (B)(6) 2021. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-01782. It was reported that patient experienced a car accident which resulted in ineffective therapy. X-rays showed that the lead was fractured. Surgical intervention may take place to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.